Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: after a lap appendectomy procedure, the patient was brought back to be re-operated on due to staple-line bleeding. It was in the middle of the pouch and the staple line was in tact and all staples formed completely. The surgeon put a clip on the bleeder and the patient is fine.